Event description:
It was reported an issue with novosyn suture. The client reported that sutures have a defect, the suture thread comes off the needle. Detected before use.

Manufacturer narrative:
Summary of investigation: there are previous confirmed complaints of this code-batch for the same issue. We manufactured (B)(4) units of this code-batch. There are (B)(4) units blocked, in stock in b. Braun surgical's warehouse. We have received two open and unused samples: one with the needle detached from the thread (thread is missing) and the other with the needle attached to the thread (thread is still wound on the pack). We have also received 7 closed samples. To evaluate the conformity of the closed units, we performed the following tests: -tightness test to the 7 closed samples received has been performed and the units are tight. -the rotation test performed on the received closed samples confirmed that the units are not compliant with the specified requirements. We noticed that the threads break easily near the needle in 4 of the samples. Then, detachment of the needle or breakage of the thread in that area could have been caused by too much thermal treatment in the manufacturing process, which causes the thread burnt and breaking easily in the attachment area. Batch manufacturing record: reviewed the batch manufacturing record, this product had no incidences related to this issue and was released fulfilling usp/ep and b. Braun surgical specifications. Conclusion root cause analysis: too much thermal treatment applied to the thread ends that caused the thread to be fragile and break in the attachment area. Final conclusion: considering that the results of the samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.